Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During procedure, it was noted that the suture sleep had been cut into two pieces. Physician retested the left ventricular lead and observed elevated capture thresholds. The physician elected to use another lead. No further issues were noted throughout the rest of the procedure.